Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent incomplete bolus alerts. The customer did not intend to deliver a bolus and had not intentionally navigated to the bolus screen. The cause of the incomplete bolus alert was not known. The customer's blood glucose level ranged from 113 to 200 (mg/dl). As the event was not occurring at the time of the report, tandem technical support was unable to troubleshoot and advised the customer to confirm that the screen was locked prior to putting the pump away. The customer acknowledged the information.